Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with signal artifact on their right ventricular lead. The noise was unable to be reproduced and coincided with the patient exhibiting physical activity. No changes were made. The patient was stable.